Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. No loose components noted on the electronic assembly. No unexpected noise noted when shaking the insulin pump. However, the insulin pump passed all operating current test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was 298 mg/dl at the time of incident. The customer's mother stated that they corrected the blood glucose with manual injection. The customer's mother stated that the drive support cap was protruded. The customer's mother mentioned that they could hear a rattle when they shake the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.